Event description:
The patient had a fluid pocket at the anchor site and fluid in the pocket. The catheter was replaced. It was noted that there was no apparent defect. There was reported to be no patient injury. The patient recovered without sequelae. The device system was used to deliver dilaudid.

Manufacturer narrative:
(B) (4).